Manufacturer narrative:
Pump passed the displacement, rewind, basic occlusion, prime/delivery and excessive no delivery test however, received motor error alarm during occlusion test due to faulty force sensor resistor. Motor passed the motor test. Pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window, and cracked reservoir tube. (B)(4).

Event description:
Customer reported via phone call to have received a motor error alarm during reservoir change. Customer's blood glucose was 490 mg/dl, which was treated with manual injection. During troubleshooting for motor error alarm, it was found that insulin pump was not exposed to magnetic field or MRI; drive support cap appeared normal and customer was able to complete rewind process. Alarm history showed more than one motor error alarms, and low reservoir alarm within the last month and no motor position encoder error alarm. Insulin pump passed displacement test and manual prime test. Customer called back later after receiving another motor error alarm. Customer was advised that insulin pump would need to be replaced.